Manufacturer narrative:
The event evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope exhibited blockage in the auxiliary channel during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
Updated: h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause of the reported blockage/foreign material in the secondary water supply channel could not determined, as the device was not returned to olympus for evaluation and no additional event information was reported or available. The issues may be detected/prevented by following the instructions for use section(s) below: gif/cf/pcf-190 series operation manual. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.